Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between january 30, 2019 to january 31, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. The set was filled with tpn (total parenteral nutrition). The event occurred during an unknown process step prior to patient use. There was no patient involvement. No additional information is available.